Manufacturer narrative:
E1: initial reporter facility name- (B)(6).

Event description:
It was reported that bd sharps disposal was damaged the following information was received by the initial reporter with the following verbatim it was reported that lid is dirty (melted).

Manufacturer narrative:
Investigation summary: samples received. Root cause traced to lid mold deterioration.